Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were explanted. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50. (B)(6).